Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. After inserting a non-bsc introducer sheath, a non-bsc guidewire was used to cross the lesion. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. During procedure, the device had difficulty advancing into the lesion but was still able to cross the lesion. The physician tried to perform dilatation but the device was already ruptured and could not be inflated. It was presumed that the balloon ruptured during crossing due to the calcification of the lesion. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.